Event description:
It is reported that the liner would not seat properly. A new liner was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.